Event description:
Caller reported a malfunction on the pump, which caused the customer's blood glucose level to exceed 500 mg/dl, displaying "high". Customer contacted technical support for assistance, and no third-party help was needed. Technical support arranged to replace the pump and advised the caller on backup therapy using mdi and updates on the new pump's software. Caller received instructions to store and return the faulty pump and acknowledged the required steps for using the replacement pump.